Manufacturer narrative:
(B)(4). Date of event is 2021. Event day and month unknown. Captured as (B)(6) 2021. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that staple formation was not fully completed. There was one single staple that was malformed. After checking, the wound did not bleed.

Manufacturer narrative:
(B)(4). Date of event is 2021. Event day and month unknown. Captured as (B)(6) 2021. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that staple formation was not fully completed. There was one single staple that was malformed. After checking, the wound did not bleed.